Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high capture threshold. On (B)(6) 2015, the lead was capped and replaced. The patient was in stable condition during and post operation.